Event description:
It was reported that customer experience high blood glucose. Blood glucose reading was 427 mg/dl. Customer reported possible under delivery anomaly. Customer also face no delivery alarm in insulin pump. No further patient complication were reported. Insulin pump will not be return for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.